Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during interlobar resection on a thoracoscopic lobectomy, after approaching, the green button was pressed, and the lower button was used to fire but the device could not be fired. Another device was used to complete the case. There was no patient injury.